Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of pd catheter blockage due to infection with subsequent hospitalization. However, there is no documentation of a causal relationship between the adverse event and any fresenius product(s). The patient was hospitalized for a catheter infection. It could not be confirmed if the infection was classified as peritonitis. Not all catheter infections result in peritonitis, early detection can minimize the risk of subsequent peritonitis. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a follow-up call to technical support for patient line blocked message, it was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized on (B)(6)2021. The patient reportedly had a blocked pd catheter (not a fresenius product) which was removed. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2021 due to the blocked pd catheter. It was determined that the blockage was due to a catheter infection. The pdrn could not confirm if the infection had been categorized as peritonitis. The cause of the infection was unknown; however, there were no reported issues with the liberty select cycler or cycler set or other fresenius product(s) for this event. The patient¿s pd catheter was pulled. It could not be confirmed if the patient was transitioned to hemodialysis. The patient remains hospitalized; therefore, the pdrn does not have access to the patient¿s hospital records.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a follow-up call to technical support for patient line blocked message, it was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021. The patient reportedly had a blocked pd catheter (not a fresenius product) which was removed. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2021 due to the blocked pd catheter. It was determined that the blockage was due to a catheter infection. The pdrn could not confirm if the infection had been categorized as peritonitis. The cause of the infection was unknown; however, there were no reported issues with the liberty select cycler or cycler set or other fresenius product(s) for this event. The patient¿s pd catheter was pulled. It could not be confirmed if the patient was transitioned to hemodialysis. The patient remains hospitalized; therefore, the pdrn does not have access to the patient¿s hospital records.